Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and metallurgical aspects of the surgical implants."

Event description:
It was reported patient underwent an anterior cruciate ligament reconstruction on (B)(6) 2013. During the procedure, the suture broke as it was inserted into the femoral canal. As a result, the surgeon left the suture in the canal and used another suture to finish the procedure.